Manufacturer narrative:
The samples were collected in lithium heparin plasma tubes and centrifuged for 6 minutes at 4400rpm. Qc performed was within the customer's established ranges on the date of the event. System checks performed on (B)(4) 2011, passed within instrument specifications. A field service engineer (fse) went on-site (B)(4) 2011, and performed service on the instrument. Fse troubleshot potential rv (reaction vessel) splashing and re-checked wash carousel rollers and bearings. Fse verified instrument hardware by performing a high-sensitivity system check and a system check which both passed within instrument specifications.

Event description:
A customer contacted beckman coulter inc. (Bec) regarding erroneously elevated troponin (accutni) results generated by the access 2 immunoassay system for 2 patients. Repeat testing of the patient samples produced lower results within the normal reference range for the first patient and within the risk stratification range for the second patient. They matched the clinical picture of the patients and were reported outside of the laboratory. The results provided by the customer are shown. There was no affect to patient with regard to this event.